Event description:
It was reported that the customer's insulin pump was delivering boluses automatically without being programmed. The customer stated that after a while the buttons were not responding, and currently the insulin pump has a blank display. The customer changed the battery multiple times, but the insulin pump did not turn on. The customer stated that she has been using manual infections since the device stop functioning. No further info was provided.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to verify unresponsive button due to blank display.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.